Event description:
It was reported that the physician at this customer site was performing a biopsy exam. Patient breathing during axial imaging caused the physician to believe that the tip of the needle was in a different location than it was. During the acquisition of each axial image, the needle appeared to be in a different location for all 3 images and at different angles due to patient inconsistent breathing. The needle was advanced an additional 3mm and went through the lesion into the lung tissue. A serious injury was not reported.